Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# v121977, implanted: (B)(6) 2008. Product type: lead: product ID 3037, serial# (B)(4), implanted: (B)(6) 2008. Product type: programmer, patient. (B)(4).

Event description:
Additional information received reported the patient did not have concerns with their device or therapy and that they still had concerns, but was working with their doctor or manufacturer representative. It was unclear if the patient still had concerns or not.

Event description:
It was reported that the patient felt a "burning sensation from her toes and traveling up to her waist" when she was standing. It was noted that this began on the day of the report. It was noted that the patient's lower body was "sensitive to touch" when she was sitting down. It was noted that this was "similar to the feeling right after a burn." It was further noted that the patient was feeling the burning more when she was sitting. It was noted that the patient "did not want to turn the implantable neurostimulator (ins) off because it would take 2 days for the stimulation to start working again." It was noted that "once in the past, the patient felt the burning sensation from her feet to her knees." It was further reported that the patient's ins "got hooked on a chair or snagged when she was getting up" and the device "was pulled when she moved from the chair." It was noted that the patient's burning sensation began after this incident. The patient outcome was not provided. Additional information was requested, but was not available as of the date of this report.